Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coils could not be visualized in her fallopian tube") and pelvic pain ("increasingly severe pain/chronic pelvic pain") in an adult female patient who received essure. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), pelvic pain (seriousness criterion medically significant), pelvic discomfort ("discomfort"), back pain ("chronic back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removed in (B)(6) 2015). At the time of the report, the device dislocation, pelvic pain, pelvic discomfort, back pain and abdominal pain outcome was unknown. The reporter considered device dislocation, pelvic pain, pelvic discomfort, back pain and abdominal pain to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was essure could not be visualized in fallopian tube. Company causality comment: this spontaneous case report refers to a female plaintiff, who had essure inserted and when her hysterosalpingogram was performed, she was advised that her essure coils could not be visualized in her fallopian tubes. Plaintiff underwent surgery to remove her essure coils approximately three months after insertion. The event, seen as device dislocation, is anticipated in the reference safety information for essure. In this particular case, the exact date and mechanism of dislocation is not known, however, given the nature of the reported event, causality with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff, who had essure inserted and when her hysterosalpingogram was performed, she was advised that her essure coils could not be visualized in her fallopian tubes. Plaintiff underwent surgery to remove her essure coils approximately three months after insertion. The event, seen as device dislocation, is anticipated in the reference safety information for essure. In this particular case, the exact date and mechanism of dislocation is not known, however, given the nature of the reported event, causality with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.